Event description:
It was reported there was an unspecified event occurred during a surgical procedure that resulted in unspecified patient harm. Although requested, the customer declined to provide any additional information regarding the details of the event.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an unspecified event occurred during a surgical procedure that resulted in unspecified patient harm. Although requested, the customer declined to provide any additional information regarding the details of the event. A pump channel was returned to bd by the customer that displayed a error for a malfunctioning bottle side pressure sensor on april 1st. The customer did not provide any additional information.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field.

Event description:
It was reported there was an unspecified event occurred during a surgical procedure that resulted in unspecified patient harm. Although requested, the customer declined to provide any additional information regarding the details of the event. A pump channel was returned to bd by the customer that displayed a error for a malfunctioning bottle side pressure sensor on april 1st. The customer did not provide any additional information.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : describe event or problem. Additional information : imdrf annex b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. 7. Exec investigation summary: the reported unspecified harm could not be confirmed or replicated. The customer provided no event details to determine if a device malfunction occurred. Attempts were made to get more information from the facility about the unspecified harm, however after exhaustive efforts no further information was provided. Asm performed on the returned pcu device sn: (B)(6), using the preventive maintenance task was performed and was observed to complete without any noted issues. Internal and external inspection of the pcu s/n (B)(6) device observed no anomalies. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The bd alaris system with guardrails suit mx user manual addendum contains information related to inspection requirements and cleaning. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: no root cause could be determined for the unspecified harm due to limited information provided by the facility.